Event description:
Patient received meningococcal polysaccharide a, c, y, w-135 tt conjugate vaccine, vaccine leaked out from the syringe during administration. Per pcp she recommends that we give the patient a second dose. Manufacturer was called after incident and they stated that 76.9% of patient that did receive a second dose did not have a reaction to the vaccine and the 30 % that reported a reaction was fever, pain and redness at the sight of the injection. Patient will be scheduled to receive a second dose of the vaccine. All needles with the same lot number were pulled from the clinic- multiple 25g needles were assessed and tested and were unable to pull up liquid or administer liquid. FDA safety report ID (B)(4).